Manufacturer narrative:
(B)(4). D10: comp primary stem 10mm mini cat# 113630 lot# 381700. Comp aug mini bsplt w tpr sm cat# 110032410 lot# 64370721. Comp rvs cntrl 6.5x20mm st/rst cat# 115394 lot# 599250. Comp lk scr 3.5hex 4.75x15 st cat# 180550 lot# 885030. Comp lk scr 3.5hex 4.75x30 st cat# 180553 lot# 050120. Comp lk scr 3.5hex 4.75x15 st cat# 180550 lot# 966350. Comp rvrs shldr glnsp std 36mm cat# 115310 lot# 930660. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported from a clinical study that a patient had a right reverse total shoulder arthroplasty performed approximately 5.5 years ago. The patient did very well throughout the study until reporting severe pain and instability with activities at the 5 year follow up. No treatment or intervention has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, e1, e2, e3, g3, g6, h2, h3, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Crfs were provided were provided and reviewed by a health care professional. Review of the available records identified the following: [6 weeks post op] x-rays normal. No instability, pain 8.5/10, ases 29.2. Slight pain, no problems. [6 months post op] x-rays normal. No instability, pain 2.1/10, ases 79.5. Slight pain with moderate problems while walking. [2 years post op] x-rays normal. No instability, pain 0/10, ases 85. Moderate pain with slight problems while walking. [3 years post op] x-rays normal. No instability, pain 0/10, ases 81.7. Slight pain, with moderate problems during usual activity and walking. [5 years post op] x-rays normal. Instability 9/10, pain 8.5/10, ases 30.8. Moderate pain and problems while walking, with slight problems washing/dressing and doing usual activities. Ae: pain with activities, no treatment or intervention noted. A definitive root cause cannot be determined. The reported event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.